Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 400-500 mg/dl range since starting a new type of infusion set in (B)(6) 2010. The infusion headsets also caused irritation and burning at the sites. Normal blood glucose is in the 200 mg/dl range. Pt delivered more insulin to decrease her blood glucose. There were no issues with the preparation or insertion of the infusion set, but at times, the headset would not stick properly. She did experience insulin leakage at her infusion sites. The infusion cannulas did not bend or kink. She did have issues removing the headset because they were "stuck on her skin." Insertion device was used to insert the headsets. She noticed the issue as soon as the headset was inserted. No product will be returned for eval. Request for replacement product was submitted. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.